Manufacturer narrative:
Age at time of event : around 70's (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus; however, the device was used for a venous intervention procedure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. An 18-4/5.8/75 xxl¿ balloon catheter was advanced for dilatation. However, upon inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was okay.